Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was undetermined. The hp was treated with fortaz ip (dosage and frequency unknown). The hp was discharged from the hospital and was reported to be recovering. This is report 2 of 3 for this report of peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).